Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry. The fse inspected the analyzer and determined that the sample inner wash valve had malfunctioned. The fse replaced the sample inner wash valve to resolve the issue. The system performance was verified successfully without issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
Customer reported the dxc 700 au clinical chemistry analyzer generated erroneously low patient results for all analytes which includes ise (ion selective electrodes) sodium (na), potassium (k) and chloride (cl). The customer did not provide patient data, demographics, and it is unknown how many patient samples were affected. There was no report of change to treatment, injury, or death associated with this event.